Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to tissue in helix. This rv lead was never in service. No adverse patient effects were reported.